Event description:
It was reported that the universal handpiece overheated causing the irrigation sleeve to melt a little bit during the course of a procedure at the user facility. It was reported that irrigation was working correctly. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of heat was not duplicated; however the angle joint was found to be deformed. The device was found to have visual damage to the angle cover, which can be due to repeated contact with the torque wrench during tip installation. A deformed angle nut (joint) can be caused by over torquing of the angle nut while attaching a tip to the handpiece.

Event description:
It was reported that the universal handpiece overheated causing the irrigation sleeve to melt a little bit during the course of a procedure at the user facility. It was reported that irrigation was working correctly. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.